Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised due to dislocation. The entire construct was revised to a trident tritanium shell with 4 screws, a constrained poly liner with a metal head and a secur-fit stem.